Event description:
Medtronic received a report that 1 year follow-up imaging reports raymond and roy class 2 and parent artery stenosis greater than 50%. Site has been queried to report an adverse event. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. Additional information received reported that 1 year imaging on (B)(6) 2025 showed that the anterior cerebral artery (aca) was occluded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that attempted angioplasty of the right internal carotid artery (ica) stent was unsuccessful. The pipeline stent was too crimped to angioplasty and noted it would probably block the ica eventually but the patient will likely tolerate that. Stenosis was greater than 50%. The adverse event resulted in a device deficiency. P2y12 suggested noncompliance with prasugrel. There were no immediate complications. There were no new or worsening of existing neurological deficits. The event resulted in new hospitalization from (B)(6) 2025 and percutaneous intervention. The patient was also re-educated on enteric-coated acetylsalicylic acid (asa) and importance of keeping ica stent patent and risk of strokes. The outcome was not recovered/not resolved. The event was probably related to the disease under study. The site assessed as probably related to the antiplatelet medication and causally related to the study device, and not related to the procedure or other device. There was no device twisting or flattening at implant and the device was successfully implanted with wall apposition achieved. Side branched covered by the pipeline were the anterior, choroidal, and posterior communicating. Raymond and roy post procedure was class 1.

Event description:
Additional information received reported cec identified deep vein thrombosis (dvt) on the same side as the index procedure vascular access site per ultrasound (u/s) imaging report dated on (B)(6) 2025. Index procedure on (B)(6) 2024. Per the investigator, dvt was found on u/s the same day as the angiogram. The dvt was most likely pre-existing; it is in a location distinct from the access site. This information has been ruled out as an unrelated adverse event/non-complaint. There were no safety, packaging, labeling, identity, quality, reliability, durability, effectiveness, performance issue, or adverse event alleged against the device; ruled out per 027-wi185. The sponsor assessed the left groin hematoma as related and commented that the cec adjudicated it as causal to the study procedure and possibly to antiplatelet therapy. Adverse event description was updated to left groin hematoma at vascular access site. The site assessed the event as causal relationship to the retreatment procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline stent implated (B)(6) 2024 had became crimped distally and needs angioplasty. Baseline aneursym characteristics: side (hemisphere): right. Segment of ica: c7. Location of aneurysm in vessel: other. Specify: posterior. Aneurysm morphology: saccular. Maximum aneurysm diameter: 2.1mm. Aneurysm dome height: 2.1mm. Aneurysm dome width: 2.1mm. Aneurysm neck size: 2.1mm. Parent artery diameter distal to aneurysm: 3mm. Parent artery diameter proximal to aneurysm: 4.3mm. Complete neck coverage at end of the procedure.  Ancillary devices: cerebase guidewire, phenom plus intracranial support catheter, phenom27 catheter

Event description:
Additional information received reported there was in-stent stenosis. It was reported that the patient experienced a left groin hematoma on (B)(6) 2025 following the angioplasty of the pipeline. The patient complained of bad pain in their groin and stomach. The radiologist was concerned of a pseudoaneurysm at the groin site. The doctor said there was no flow in the area and suspected a small hematoma. It was recommended the patient undergo a trial of tramadol, and the event recovered/resolved on (B)(6) 2025. The hematoma was not the result of a device deficiency and did not result in new or worsening of existing neurological deficits. The site assessed the event as caused by the retreatment procedure, and not related to the study procedure, device, antiplatelet medication, or the disease under study. The sponsor assessed the event as possibly related to the procedure and antiplatelet therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the site updated their assessed to be not related to a retreatment procedure.